Event description:
It was reported that before surgery, the patient had good impedances. The impedances were good right after surgery. After a follow-up several months later, the impedances have increased and they could not get it down. The session report showed left monopolar contact 1 was 2,105 (!). Right monopolar contact 11 was >5k (!), bipolar 8/11 - 8,890 (!), 9/11 - 8,393 (!), and 10/11 - 8,281 (!).  There were several contacts with an increased impedance that disappeared after measuring at 1 ma and only one remained. This also happened after they made a second contact, first at 3 points, after measurement at 1 ma still at 1 point, left. An x-ray was taken because they saw that the top of the implantable neurostimulator (ins) was clearly felt and an edge was sticking out. There were no indications of disconnection, kink or fracture lead/extension. Possible causes were reviewed. The contacts with the high impedance are not used currently. The patient is still receiving good therapy. They will continue to monitor the impedances. Additional information was received from a manufacturer representative (rep) reporting that the cause was not determined.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.